Event description:
It was reported that: the procedure was for surgical repair of an ankle fracture. Procedure was at approximately 2:30 am. After pre-oxygenation, induction and intubation, the pt could not be ventilated. Anesthesiologist was a resident. Pt reintubated, unable to ventilate in manual or ventilator mode. Bag was distended and popped off machine several times. Attending physician was called into or, found pt's pupils fixed and dilated. Attending reintubated, still unable to ventilate. Attending checked connections, valves, absorber, position of auto/manual selector, etc, and saw no problems. Disconnected fresh gas hose and got gas flow from machine fresh gas outlet, still unable to ventilate after reconnection. Attending started chest compression. Pt was not ventilated for approximately 20 minutes. Another physician came to or and ventilated pt by ambu bag. At some unspecified time, the disposable pt breathing circuit was changed and discarded. After the pt was being ventilated by ambu bag, gas flow was restored to the pt end of the circuit. The attending could not explain how this occurred. The pt was reconnected to the anesthesia machine and the surgery was completed. The pt suffered anoxic brain damage. Attending reported that the anesthesia machine had been used on the previous case without any problems and was functioning without problems at the end of this case.